Event description:
During routine testing, the user found that the defibrillator would not charge. There was no pt involved. Testing indicated that the problem was a failed scr (cr21) on assembly 590236. No specific cause of the scr failure could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.